Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states for the last 11 days they has been peeing every hour on the hour. Patient states on july 11th the healthcare provider reset the program and stimulation and patient left the office and since then the symptoms have returned. Patient states the doctor showed them the settings were program 3 at 1.2. Last night patient was going to adjust the stimulation and it was at 0. Patient did not touch the device until last night. The patient stated that they had already adjusted the settings back to those provided by their healthcare provider (hcp) during their visit on july 11th. The patient mentioned they had not checked their therapy until yesterday because their symptoms had remained the same. When asked if their symptoms worsened after the hcp's visit, they explained that their symptoms were already not improving prior to the visit,which is why the hcp adjusted the settings. The patient inquired if the ins might be defective. When asked about exposure to security screening devices, the patient confirmed they are aware of the need to turn off therapy before passing through such devices. However, the circumstances leading to the issue remain unclear. Agent reviewed it should not change settings or programs on its own. Patient states they were able to turn the device back to what it was on program 3 at 1.2. Patient will monitor symptoms and if they notice any changes then let the doctor know. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with the pa in august.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins being turned off was determined. They noted that it was due to the charge running out. When asked what steps were taken to resolve the issue they noted that they were not told the device needed to be charged regularly. This had not been resolved yet. They didn't know and stated that the interstim was not working as well as the trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.